Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the first implanted leadless ipg exhibited a pacing failure. It was also noted that the dislodged leadless ipg had migrated to the pulmonary artery and was removed using a snare.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant that the leadless implantable pulse generator (ipg) had dislodged. The leadless ipg was explanted and replaced. An attempt was made to place a new leadless ipg but the thresholds were "poor" and it was noted that the fixation was "slow". The leadless ipg was attempted not used. No patient complications have been reported as a result of this event.